Manufacturer narrative:
Analysis of the returned desktop charger found that the connector tip was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremors. The patient reported that the connector pin on their desktop charger (dtc) broke a day or two ago. The patient also reported experiencing shaking/tremors, which started on (B)(6) 2017. The patient further reported that when they get nervous or upset, the shaking increases. The patient reported that they probably need an adjustment; however, they are unable to go right now.